Event description:
A customer reported a minimum fill notification. The customer's blood glucose level at the time of the event was 14.4 mmol/l, which is within the normal range. The customer reloaded the same cartridge into the device, resolving the issue, and was able to resume insulin delivery successfully.